Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and additional event information received. A titan touch, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump, cylinder 1 or the reservoir. Based on examination of the returned components, quality concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. Qa further concluded that this pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
Additional information received indicated the cylinder was blown out.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump not working, damaged.